Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) oversensed premature ventricular contraction (pvc), leading into underpacing in high rates episodes. The technical services (ts) discussed troubleshooting and reprogram options. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this cardiac resynchronization therapy pacemaker (crt-p) oversensed premature ventricular contraction (pvc), leading into underpacing in high rates episodes. The technical services (ts) discussed troubleshooting and reprogram options. This crt-p remains in service. No adverse patient effects were reported.